Event description:
On 06-nov-2020: follow up information was submitted for updating health effect - clinical code and result of complaint investigation of the returned used device (1 tubing) showed that the tubing was damaged (cut). Based on the result: medical device problem code, type of investigation code, investigation findings code and investigation conclusions code were updated. Unomedical reference number (B)(4). Event occurred in canada. It was reported that the patient's infusion set's tubing detached close to the site location when he suspended the pump, and went to have his shower, reattached and was laying on his bed. The site location was patient's upper left hip and the pump was located on the same side in relation to the site. Moreover, the infusion had been in use for two days. Reportedly, the infusions were not stored, or used, in a place where they might have been exposed to extreme temperatures and humidity. The patient was unsure whether there was any stress or pull on the tubing and the pump was not dropped with the set connected to patient's body. No further information available.

Event description:
Unomedical reference number (B)(4). Event occurred in (B)(6). It was reported that the patient's infusion set's tubing detached close to the site location when he suspended the pump, and went to have his shower, reattached and was laying on his bed. The site location was patient's upper left hip and the pump was located on the same side in relation to the site. Moreover, the infusion had been in use for two days. Reportedly, the infusions were not stored, or used, in a place where they might have been exposed to extreme temperatures and humidity. The patient was unsure whether there was any stress or pull on the tubing and the pump was not dropped with the set connected to patient's body. No further information available.